Event description:
It was reported that an alert for possible high voltage lead issue was noted during dft testing, after which the device went into backup reset. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of device reset was not confirmed in the laboratory. However, the reported field event of output anomaly was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. The device functions were normal and no anomalies were found. The cause of the output anomaly could be due to a lead anomaly.